Event description:
The customer consumed juice to treat low blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple occurrences of low blood glucose (bg) level. Reportedly, the customer was unable to provide the bg values; however, reported that the bg meter displayed a low reading. During one occasion, the customer was unresponsive, fainted, and fell to the ground. Reportedly, the contact alleged that the cause of the low bg levels were due to delivering boluses along with manual injections. Recommendation was made to consult with health care provider regarding diabetes management.